Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: mercury nc. Guide wire: balance middle-weight universal. Stent: endograft 3 x 28. The stent remains in the patient. There was no reported product deficiency. The reported death and perforation are listed in the product instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that after three xience stents were implanted in the diffusely diseased target lesion from the distal to the proximal left anterior descending (lad) artery, the patient was found to have a perforation in the distal lad. A non-abbott covered stent was implanted to seal the perforation. The patient expired the same day as the procedure, despite attempts to save the patient, such as basic resuscitation, ventilation, chest compressions, intravenous medications, and an intra-aortic balloon pump. There was no additional information provided.